Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The analysis was performed on a cobas e 411 analyzer (serial number: (B)(4)). The investigation determined that the elecsys hbsag ii assay performed within specifications. Calibration and quality control data were reviewed and found to be within the acceptable range. Sample material was not available for further investigation. According to the customer's account, the reported findings can occur in cases where circular viral dna has been integrated into the genome of liver cells, leading to continued hbsag production without active hbv virus replication. The findings were classified as plausible based on this explanation. No further investigation or clarification was deemed necessary by the customer, and the case was closed.

Event description:
The initial reporter alleged a positive hbsag g2 elecsys cobas e 100 v2 result for one patient sample tested on a cobas e411 rack analyzer, which was described as not fitting the clinical picture. The initial hbsag g2 result was 1098 coi (positive). A second sample from the same patient yielded a result of 1376 coi (positive). Additional testing showed hbeag was negative, anti-hbc-igm was negative, anti-hbc was positive, and hbv-pcr was negative. No hbsag confirmatory testing was performed. Further testing at an external laboratory (stein) reported an hbsag result of 95.55 iu/ml (diasorin/liaison), anti-hbs was negative, and anti-hbe was positive. The patient was clinically asymptomatic, with normal liver values (gpt and gamma-gt) and no evidence of chronic hepatitis or other infectious diseases. The results were obtained during routine hbsag testing prior to an upcoming shoulder surgery.